Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The calibration and quality control (qc) were acceptable on the day the samples were run. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from two patients. Repeat testing was performed on the same instrument and the results were negative. The patient samples were tested on a second advia centaur cp and the results were negative. The negative results were reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00277 on november 20, 2014. On 12/01/2014 additional information: a siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The fse replaced the sample syringe and calibrated the probes. The fse ran 120 replicates of multi diluent 11 and the results were acceptable. The cause for the discordant troponin ultra results is unknown. The sample syringe was replaced proactively. The instrument is performing within specifications. No further evaluation of the device is required. Instrument information: brand name: advia centaur cp. Common device name: immunoassay analyzer, product code: moi. Model #: advia centaur cp. Serial #: (B)(4).